Event description:
The iab was inserted into the pt on 7/18/97 at 11:05 a.m. On 7/25/97 at 12:00 p.m., poor augmentation was noted and the iab was removed. A second iab was inserted. The iab was not returned to datascope for eval. (Event complications: none from the event-reported 8/13/97). (Pt's current status: unk-rpt'd 8/13/97).